Event description:
A (B)(6) male with mild left iliac occlusive disease, mild left and right iliac calcification and tortuosity, and moderate right iliac occlusive disease, underwent evar on (B)(6) 2013. The physician placed a flex main body and tow spiral z limbs. This case is part of the (B)(4) study and at the end of the procedure there was a proximal type I endoleak that was unresolved by the end of the case. No other devices were used and no other procedure were performed before or after the procedure. No additional information has been provided by the reporter. No adverse effects to the pt have been noted.

Manufacturer narrative:
Event evaluation: still under investigation.